Event description:
Follow up imaging of an anterior cervical discectomy and fusion shows the acdf spacer at c6-7 to be healing well. Imaging also indicates that the c-7 screw may be fractured. Satisfactory progress overall post acdf. Hardware failure will be monitored.